Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the occurrence was caused by an accidental failure of the device that controls the dvi output of otv-s190.

Manufacturer narrative:
An olympus technical support engineer walked the customer through troubleshooting. It was reported that the cables were swapped to determine if that was causing the issue, however the new cable showed the same out of range message when connected to the device. The customer was advised to connect the first cable used to a different monitor. It was confirmed that no image was obtained using a different monitor. The customer was advised to return the device to the service center for evaluation/repair. If additional information is obtained, a supplemental report will be filed.

Event description:
A user facility reported that prior to a procedure, a video system center was not showing an image and they received an out of range message. There was no patient harm or injury reported. No additional information has been obtained.